Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected. There has been a migration of the electrode array out of the cochlea. The electrode array will be attempted to be re-inserted on the (B)(6) 2021.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the patient report the active electrode partially migrated postoperatively outside of cochlea. In addition the recipient experienced non-auditory sensations with the use of the device which might be related to electrical stimulation in the middle ear. Mechanical damages found during investigation are attributable to the removal surgery. This is a final report.

Event description:
The user's hearing performance with the device is affected. There has been a migration of the electrode array out of the cochlea. The electrode array could not be re-positioned on the (B)(6) 2021. Therefore, the user was re-implanted.

Manufacturer narrative:
Additional information: based on the information received from the field, the device was not providing benefit to the recipient due to a post-operative active electrode migration out of the cochlea. During revision surgery the electrode could not be re-inserted due to undetermined reason. Therefore the device was explanted but has not been received for investigation yet.

Event description:
The user's hearing performance with the device is affected. There has been a migration of the electrode array out of the cochlea. The electrode array could not be re-positioned on the (B)(6) 2021. Therefore, the user was re-implanted.